Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not used the scs system for over two years. The patient wants the ipg explanted. The patient was referred to the surgeon and surgical intervention may be taken to address the issue.